Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoro stopped working during the case. Fse inspected the system on-site and identified that fluoroscopy stopped working, and actual cause of the issue was the footswitch cable. Fse replaced the footswitch cable. After replacement of the footswitch cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that fluoroscopy stopped working. The system was in clinical use at the time of the reported event. No harm was reported. A philips field service engineer inspected the device onsite and replaced the wired footswitch. The system was returned to use in good working order.